Event description:
It was reported that the lesion was in the left anterior descending artery. The vessel had no tortuosity, no calcification, and had a 99% stenosis. The vessel diameter was 3.0 mm and the lesion length was 18 mm. No resistance was noted when delivering the trek balloon catheter to the lesion. The balloon was inflated up to 8 atmospheres and contrast media was observed to be leaking from the distal part of the balloon catheter on angiography. As leakage was suspected, the balloon was pressurized for a second time; however, this time the pressure dropped. The lesion was further dilated with a 2.5x15 mm non-abbott balloon catheter. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue,pilot50. Guide cath: launcher 7f ebu 3.75. Evaluation summary: analysis of the catheter noted blood visible in the hub and contrast in the loosely folded balloon, consistent with handling and preparation. There was a kink in the distal shaft 5 cm distal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An indeflator, filled with water, was used to pressurize the balloon and fluid was observed leaking at a pinhole in the balloon over the distal marker. There were no visible scratches. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was found at the leak edges and adjacent to the leak. A longitudinal line of damage extended proximally from the leak along the working length of the balloon. Mechanical damage was also found adjacent to the leak on the inner surface. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was reportedly 99% stenosed, which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the lesion, such that the balloon ruptured upon the first inflation at 8atm which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for leaks for this lot. There is no indication of a product quality deficiency.